Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing.

Event description:
Boston scientific crm received information that this device triggered elective replacement indicator (eri) in (B)(6) 2010. The device's monitoring voltage is 2.52 volts and is associated with a charge time of 23 seconds. The clinic nurse asked technical services how long the patient could wait until the device should be replaced and was the device included in any advisories. Technical services recommended that the device should be replaced within 90 days following eri declaration. Technical services discussed the mid-life display of replacement indicator advisory.